Manufacturer narrative:
D10- intuitive surgical, inc. (Isi) received the vessel sealer extend involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of could not reproduce - cannot verify external event to be related to the customer reported complaint. Based on log review and during in-house testing, no sealing issues were observed. The instrument was placed and driven on an in-house system. The instrument failed initialization. A dislodged blade was observed and manually retracted. The instrument failed engagement intermittently. The instrument passed the recognition and engagement tests after multiple attempts. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed cut and energy delivery tests. No sealing issues were observed. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". Passing values for the grip force test is between 4.25lbs to 8.75lbs at the straight orientation. Grip force test: straight: 6.67; pitch: 6.11; yaw: 6.20. Additional observations not reported by site: the instrument was placed on an in-house system and failed initialization. The instrument was found to have dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.108". No conductor wire damage or snake wrist damage was found. There was significant bio debris found at the instrument tip. A review of logs did not show any blade jammed failures or initialization failures. The dislodged blade was manually retracted and passed self-test during initialization. The instrument likely failed initialization due to the dislodged blade. The root cause of dislodged instrument blades is typically attributed to user mishandling/misuse. The instrument was found to have multiple engagement failures, error code 22020, based on log reviews. The engagement failures were replicated intermittently during in-house testing. Visual inspection was performed and no damage was found. The root cause of this failure is not determinable.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer (vse) could only coagulate and not seal. The customer reported there was no message or error. The customer replaced the vse with a backup to continue. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information on 29-sep-2021. The instrument was inspected prior to use. There was no damage or anything out of the ordinary noted. The vse instrument was working for coagulation but not for sealing. It was unknown if there was an audible single while the pedal was pressed. The customer believed the issue was probably a product malfunction since the instrument could not seal tissue from the start. The procedure was completed using a spare vse instrument. No photographic images or video recording was available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the vessel sealer extend (vse) instrument be returned for analysis. However, the instrument has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is received for testing and/or if additional information is received. A review of the site's advanced instrument logs for the reported procedure date was conducted by a failure analysis engineer (fae). Investigation revealed the following possible related system errors: the only errors recorded for vse (B)(4) were 10 engagement failures at the start of use recorded in the msc logs. The dsp and e-100 logs have no errors for this particular instrument. Nothing was recorded in the logs that would suggest an instrument failure. A review of the device logs for the vse (part# 480422-01 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the vse was last used on (B)(6) 2021 via system serial# (B)(4). There were 0 uses remaining after this last usage. The instrument was in use for 15 minutes. This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage. This complaint is considered a reportable malfunction due to the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer extend may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.